Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that during a procedure to upgrade this patient's implantable system, this right ventricular (rv) lead was damaged during the use of electrocautery. The patient went asystolic and transcutaneous pacing was initiated. Testing was performed with the rv lead through the replacement device and pacing system analyzer (psa) and rv pacing impedance was greater than 3000 ohms. Therefore, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.